Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation. The scs system was installed for pain in the left of her back, however, the patient was receiving stimulation in her leg. Follow up identified the sjm representative met with the patient and had some level of success with reprogramming. It was reported the patient wanted to speak with her physician regarding options, however, no course of action was reported.